Event description:
It was reported that the patient had a break in aseptic technique, further described as touch contamination during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, and acquired peritonitis. The patient was not hospitalized for this event. The patient was treated with vancomycin (2g bolus, intraperitoneally and 1g every seven days for twenty one days). At the time of the report, the patient was fully recovered from peritonitis. The patient was retrained on the proper aseptic techniques. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental report will be submitted.